Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to their implantable cardioverter defibrillator (ICD) detecting ventricular fibrillation (vf) and ventricular tachycardia (vt) zone episodes that appear to be possible pat (paroxysmal atrial tachycardia) episodes. The ICD remains in use. No patient complications have been reported as a result of this event.